Event description:
The customer reported that an 840 ventilator stopped cycling. Pt involvement is unknown. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone and suggested replacing the breath delivery unit (bdu) cpu pcb. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4). Covidien was attempted to contact the customer in regards to event. No customer response. Covidien will notify the FDA should further information becomes available.